Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector flared -burned a little. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector flared -burned a little. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Correction: "thermal decomposition of device" changed to "flare or flash." Internal complaint number: (B)(4). A lot history record review was completed for lots 25149353, 25149215, 25149003; the last 3 lots shipped to the account prior to the event date. There were no ncmr's reported for lot#25149003. There was one ncmr reported for lot#25149353 and lot#25149215, which is not related to the reported event.